Manufacturer narrative:
No failed battery alarm noted. All operating currents are within specification. The insulin pump passed self-test. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump began to beep spontaneously. It was found the insulin pump alarmed failed battery test. Customer stated the alarm was recurring with a new battery replacement. It was also found the buttons on the insulin pump were no longer responsive. The customer's blood glucose was 3.3 mmol/l. The insulin pump will not be returned for analysis.